Event description:
The patient underwent a 50 mcg screening dose of gabalon intrathecal in 2007, with no adverse events. A 70 mcg screening dose was administered at about one week later, with no adverse events. In 2008, the patient was implanted with a device system with an initial dose of 30 mcg/day. A priming bolus was intentionally not programmed with the drug expected to take effect in 6-7 days. On that day, the patient developed disturbed consciousness. With the concentration of the drug at 500 mcg/ml, 24 mcg was the minimum programmable dose. The rate was set to minimum rate; 3 mcg/day. The patient was recovered at an assessment in the following day. Per the reporter, the event was moderate in severity and unrelated to the device system. An overdose was noted: "the baclofen took effect at about 7 days post-procedure. Because the disturbed consciousness developed in the next day, the baclofen is suspected to be the cause. The concomitant medications are unlikely to have played a role. The effects of the baclofen were likely too strong, given the patient's history of multiple cerebral infarctions. The event could not have been anticipated from the screening because the drug is not given continuously at screening." At a pump refill at about 4 days later, a variability was noted with the actual residual drug volume being 17.1 ml and the residual drug volume on the programmer being 17.5 ml. The variability was suspected to be due to a procedural error, such as drug spillage or measurement error, and not to a problem with the pump or catheter. The concentration of drug in the pump was changed to 250 mcg/ml. A bridge bolus was not programmed. The pump was set at 1.5 mcg/day, which was actually 3 mcg/ml, because the concentration of drug in the catheter was still 500 mcg/ml.